Event description:
It was reported that the user experienced a nocturnal hypoglycemic event while asleep, with a lowest reported glucose of 39 mg/dl noted on the ilet report; the event occurred without a change in routine, and the user had not eaten a bedtime snack, while a dietician had previously counseled that large postprandial spikes could lead to subsequent sharp drops. Symptoms included unresponsiveness during sleep such that the spouse had to awaken the user, and the user later could not recall symptoms due to fatigue. Outcomes included recovery to target range after treatment with oral glucose in the form of apple juice, with no hospitalization reported. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction or component failure was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.